Manufacturer narrative:
(B)(4). Vngd ant stblzd brg 10x71 catalog# 189060 lot# unk, biomet cc I-beam tray 71mm, catalog# 141223 lot# unk, series a pat std 31 3 peg catalog# 184764, lot# unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05480, 0001825034 - 2018 - 05479, 0001825034 - 2018 - 05478.

Event description:
It was reported that patient underwent a knee arthroplasty, and subsequently had an overnight hospital stay due to increase drainage from incision. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported issues are related to the procedure and are not abnormal to the procedure. No failure detected with the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.